Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery dropped from 85% to 75% within one hour. In addition, the customer stated the insulin gauge dropped from 45 units to 0 units. The customer stated they received a low insulin alert. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.